Event description:
It was reported that on (B)(6) 2014 the larger portion of the helical blade coupling screw broke off during surgery. Reportedly the helical blade inserter broke during surgery as well; the pin in the back fell off. The procedure, although successfully completed, was delayed by fifteen minutes. The broken fragments did not fall into the patient and were easily retrieved. The patient outcome was reported as good. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient ID reported as (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the helical blade coupling screw is part of titanium trochanteric fixation nail (tfn) system and it is used in the insertion of the helical blade during tfn procedure. The information is provided per the titanium trochanteric fixation nail system technique guide j3900-I. One helical blade coupling screw (part# 357.377, lot#5532871, mfg nov2007) was returned with the complaint that ¿the larger portion of the helical blade coupling screw broke off during surgery.¿ upon receipt of this device it was found that the cap of the device has broken off from the coupling screw and was not returned. This condition likely occurred as the device was hammered off angle, causing the head to break or if the coupling screw was hammered while slightly loose. This complaint condition is confirmed, the most probable root cause of this complaint is either off axis hammering, or hammering while slightly loose. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.